Event description:
Customer reportedly received the following results on the aviva system, compared to a professional device, within 10 minutes: 144 mg/dl (aviva) and 81 mg/dl (paramedic's meter). Customer was very combative and husband could not manage to take her blood sugar. Paramedics were called and arrived, testing the customer at 144 mg/dl on her meter and 81 mg/dl on their meter. Customer as given two doses of d25 by the paramedics. Her blood sugar came up and she was able to eat a peanut butter sandwich and drink a soda. Customer felt fine afterwards. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.